Event description:
Pt developed shortness of breath during dialysis. Over the period of 24 days, three pts, all new to dialysis, received a total of 24 hemodialysis treatments. Two of the pts received their first treatments in the acute setting. All of the pts had sub-clavian catheters for their treatments. The only exception was one pt had a fistula, but it functioned for only his first treatment. All pts experienced an onset of shortness of breath within 15-mins of treatment. Pt number one experienced this on treatment numbers 6 through 10. Pt number two experienced this with treatments 4 and 5. Pt number three experienced this with treatment numbers 5,7,9, and 10. Pt number one and three received their most recent treatments (#10 and #10) in a hosp acute setting. At approximately nine mins into their treatment, both pts developed shortness of breath and were treated with solu-cortef. The treatments were completed and the s.o.b. Subsided shortly after the solu-cortef. Common factors identified to all treatments included: 1. Baxter saline. 2. Medisystem bloodlines sets - included IV set, transducer protectors, and blood lines. 3. All pts had temporary sub-clavian catheters. 4. Possibly b-d syringes used with all treatments. 5. Providone iodine (triodine) used. 6. All pts new to dialysis. 7. All pts have no knwon allergies to drugs. 8. Pts had first negative response at reporting facility. 9. No elevated temps noted. 10. All pts wore secure-gard mask during put on. 11. All pts ran on fresenius machines. "The FDA was contacted on 10/14/99. On friday, 10/15/99 field investigator contacted rptr and performed a fact finding site visit at 9:30 am. After the visit investigator made several calls and a return visit to obtain samples. The samples included three f-80 dialyzers and three blood lines sets from each lot in stock. Facility is in the process of tracking all dialyzers and blood lines shipped over the past month. Consultant was called and given info/data related to pt reactions dr indicated that with the limited info he had that no caustitive agent came to mind, but ethelene oxide cannot be ruled out. Rptr received the name of a center for disease control specialist from consultant. Rptr was unable to reach him but reached an epidemiologist at the cdc. Dr was patient and listened carefully to the situations. His initial thought was that the pts may be exposed to a chemical that they are becoming hypersensitive to. The plan is to contact the first cdc dr when he is back in the country. Rn, from medisystems has been in town since 10/15/99. He has collected samples of their tubing sets and sent them back to the co for testing. The central bicarb system was disinfected on 10/14/99. A water assessment co came in on 10/14/99 and obtained water samples for complete chemical analysis. On 10/14/99 water and bicarb samples were obtained for bacterial cultures. The central dialysate concentrate was discarded adn new concentrate mixed on 10/14/99. There have been a total of seven new esrd pts started since 9/21/99. Only three have had reactions. Rptr will continue to monitor all pts' treatments closely. Fresenius made bloodlines have been ordered and will be used on the reactive pts on 10/18 and 10/20. The pts will be dialyzed in the acute setting for now.